Event description:
Novasure ablation for prolonged menstrual bleeding. Bleeding lasted longer and was accompanied with pain within several months of procedure. Current sonogram as of (B)(6) 2022 shows intrauterine scarring and fluid pockets. I have pain almost every day. I will need a hysterectomy. FDA safety report ID# (B)(4).